Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Five used decontaminated samples were received in plastic bag for investigation. Under visual inspection we found cracks on inner cannulas bodies as reported by customer. Inner cannula wall thickness is dimension which has direct impact on inner cannula durability. Therefore this dimension was measured as per inspection procedure. All results were found to be within drawing specification. Average wall thickness measured at four points around mid section of inner cannula should be greater than 0.4mm with a minimum individual measurement of 0.35mm; see attached measurement record for all results. Affected inner cannula is disposable device which is regularly cleaned by customer and therefore it shall be replaced based on its condition. Investigation results indicates that it is the most probable that reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. UDI unknown, report source unknown this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when they opened the box with the inner cannula, the customer manipulated the device a little bit and the inner cannula broke on the top. No patient injury was reported